Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
B5. It was reported by the customer that the unspecified bd syringe has mix of product types in a pack. The following information was provided by the initial reporter: I am an aesthetics nurse and love using your insulin needles, however the latest box I've purchased don't seem right. The units are wrong? Can you see this pic, they are both 0.5ml, the left ones are my usual and right are the new ones.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported by the customer that the unspecified bd syringe has mix of product types in a pack. The following information was provided by the initial reporter: I am an aesthetics nurse and love using your insulin needles, however the latest box I've purchased don't seem right. The units are wrong? Can you see this pic, they are both 0.5ml, the left ones are my usual and right are the new ones.